Event description:
It was reported that a sterile intraoperative probe cover tore during setup in the operating room. The tear occurred at the mid cover area surrounding the ultrasound probe. No patient injuries, infections, or complications were reported.

Manufacturer narrative:
The manufacturer received a report that a sterile intraoperative probe cover (sku pc3787) tore during setup in the operating room. No samples or images were returned; therefore, device evaluation was not performed. A records ased review (including dhrs for the reported lots) and assessment of manufacturing, inspection controls, equipment, and environment identified no related nonconformances. The investigation indicates an assembly technique/procedure issue (manufacturing associates; procedure not followed); assembly associates were retrained, and a quality alert was issued on january 14, 2026. Risk was assessed as low; no CAPA, hhe, or recall was initiated, and the issue will be tracked and trended. A similar issue has been reported previously for the same sku; a lot[?]level relationship to prior events has not been established.